Event description:
It was reported that there was a sudden increase in impedance levels for the left ventricular (lv) lead. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 5076-45 lead, implanted: 2004-(B)(6). (B)(4).

Event description:
It was further reported that a fracture was suspected. The lv lead was explanted and replaced. Also, it was reported that the right ventricular (rv) lead pacing thresholds were increasing and high due to what appeared to be mineralization around the distal pacing tip. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. The distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that there were high impedances. The capture threshold also increased to high levels at the same as the impedance rise.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.